Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part:03.803.002. Synthes lot:h651549. Supplier lot:h651549. Release to warehouse date: feb 25, 2019. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that opal implant holder pistol grip shows normal wear due to consistent usage, the knob assembly, the silicon handle and the sleeve assembly were received. The shaft that hold the cage was not received for evaluation and the knob contain the two screws and the two pins. A dimensional inspection for the opal implant holder pistol grip as it is not applicable to the complaint condition. A complete functional test was not performed due to mating device involved (cage) and the shaft of the opal implant holder pistol grip were not received to asses the interaction of the devices. However, the knob was able to assemble and disassemble form the sleeve as expected. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed the observed condition of the opal implant holder pistol grip would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from israel reports an event as follows: it was reported that during an a& p lumbar fusion surgery on (B)(6) 2023, the cage holder was malfunctioning when trying to insert the cage. It did not hold the cage tightly; the holder was loose and not strong enough to rotate the cage in the patient's body. The surgeon inserted the cage straight. The surgeon was pleased with the result. Procedure was completed successfully with no delay. There was no patient consequence. This report is for an opal implant holder pistol grip. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.